Manufacturer narrative:
This is one of two reports submitted for this case. Please reference the related manufacturer report number 2015691-2016-01814. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than (B)(6), bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than (B)(6), atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there is insufficient information to confirm the cause of the 1-year outcome reports of stroke. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: pagnesi m, jabbour rj, latib a, kawamoto h, tanaka a, regazzoli d, mangieri a, montalto c, ancona m, giannini f, chieffo a, montorfano m, monaco f, castiglioni a, alfieri o, colombo a, usefulness of predilatation prior to transcatheter aortic valve implantation, the american journal of cardiology (2016), doi: 10.1016/j.amjcard.2016.04.018.

Event description:
A retrospective registry single (B)(6) center study of 517 patients who underwent transfemoral tavi from november 2007 to october 2015 was reported in a journal medical article. The devices implanted included the medtronic corevalve (n = 216), medtronic evolut r (n = 30), edwards sapien xt (n = 210), and edwards sapien 3 (n = 61). Patients were divided into 2 groups depending on whether pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. The following events were reported as the balloon-expandable valve sub-group 1-year outcome during the study period: 25 major adverse cardiac and cerebrovascular events and 3 strokes. This complaint represents the reported strokes post tavr procedure.